Manufacturer narrative:
Information references the main component of one of the systems involved in the reported events; other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Gupta h.v., lyons m.k., mehta s.h. Teaching neuroimages: noninfectious cyst as an unusual complication of deep brain stimulation. Neurology. 2016;87(18):e223-e224. Summary: a (B)(6) woman with essential tremor complained of cognitive difficulties, right-sided weakness, and balance problems 3 months after bilateral deep brain stimulation (dbs) surgery. MRI of the brain showed a cyst adjacent to the dbs electrode on the left side along with vasogenic edema. Dexamethasone initiation led to a gradual improvement in symptoms and resolution of edema reported events: a (B)(6) woman with essential tremor complained of cognitive difficulties, right-sided weakness, and balance problems 3 months after bilateral deep brain stimulation (dbs) surgery. MRI of the brain showed a cyst adjacent to the dbs electrode on the left side along with vasogenic edema. The tremor did not disappear after cyst development and a higher voltage was required on the left side to control the tremor. Csf and blood studies did not demonstrate any evidence of infection. Dexamethasone initiation led to a gradual improvement in symptoms and resolution of edema. No specific device information was provided in this article.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.